Manufacturer narrative:
Results: quality engineering was unable to complete their investigative analysis at the time of the report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the agiltrac catheter was returned with blood visible on the balloon, shaft and sidearm. There was no visible contrast. There was a longitudinal rupture in the balloon for the entire length of the balloon. There was a kink in the shaft 109.7 cm distal to the strain relief tubing. The proximal inflation notch inside the inflation port of the sidearm was not facing upward and was at a 90 degree angle. There was no other damage noted to the catheter. Product performance engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Device malfunction: balloon would not deflate. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician was attempting to deflate an agiltrac device after dilatating a lesion in the sfa; however, the balloon would not deflate. The balloon was purposely inflated to rupture at 14 atms to aide in its removal. The balloon was removed without add'l intervention required. There were no pt effects. No add' l info is available.